Event description:
It was reported that the patient experienced reservoir herniation into the scrotum with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing reservoir was removed and replaced with a new one. No information provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.